Event description:
Bovie marketing rep received a call from dr. (B)(6). He was performing a leep procedure while using an a950 (B)(4) on a (B)(4) female. When the procedure was completed, 2 burns were noticed under the grounding pad on the upper thigh. They put ice on the burns. Dr reported that the 2 burns are charred. He could not classify as to the degree of them. One is about 2 cm in size and in the shape of a ring; the second one is about 1cm in size in the shape of a pinpoint. Pt was prescribed silvadene cream and recovery was uneventful. The dr indicated that the grounding pad was used once. He asked if a pad was used more than once would a burn result. The bovie marketing rep indicated that a burn may occur as a result of reuse. The rep also asked the dr if the pad was smoothed out to remove any bubbles and the dr said there were no bubbles. It was asked if there was any lotion on the pt and the dr stated that he did not see any evidence of lotions prior to the procedure.

Manufacturer narrative:
Visual inspection of the grounding pad does not exhibit any burn marks. In a follow-up phone call, the treating physician stated that the pt was healing and has an another visit in 2 weeks. The generator device and grounding pad were returned to the MFR for inspection. The pad was thoroughly inspected and no damage or burn marks were found. Using a test cord the pad was hooked up the electrosurgical generator and was recognized by the generator. No fault was found with the generator. The grounding pad was tested and inspected. The pad met or exceeded all requirements.